Manufacturer narrative:
Elevated complaint investigation will be completed. Note, combination product field has been checked by the esubmitter software and cannot be unchecked; although it is not appropriate for this product type.

Event description:
Customer reported one patient sample generated a negative result on the realtime sars-cov-2 assay, but generated a positive result on ID now and panther. The patient was from the medical examiner's office (meo). They did the abbott ID now and it generated a positive result. A sample was then run on the realtime sars-cov-2 assay and the result was negative. Lastly, the customer ran that sample on their new platform, the panther, and the result was positive. The abbott ID now was run at the meo office. The original specimen was pulled from the freezer 3 days later and run on the realtime assay. The next day it was run on the panther and was positive. The sample was from a deceased individual, obtained post-mortum, nasopharnegyal swab method. Sample tested on the ID now was a separate aliquot, different from the one tested on the m2000 and then on panther. Sample aliquot that was tested on panther had little remaining in the sample tube, according to customer, which was why it was not repeated again on the realtime sars-cov-2 assay. There is no impact to patient management as the sample was from a deceased individual obtained post-mortum.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the run log for the questioned sample was reviewed. The run was valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 505377 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 505377 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 505377. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 505377 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and the reported complaint. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 505377 identified no additional complaints related to the reported issue. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 505377 was not identified.